Event description:
Boston scientific received information that this left ventricular lead was removed from service due to dislodgement. No adverse patient effects were noted.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.